Event description:
It was reported to covidien on (B)(6) 2013 that a customer reported an issue with a dermacea x-ray sponge. The customer reported that a pt had a recurring pneumothorax condition that resulted in the pt going to another hospital ((B)(6) hospital) for a CT scan on (B)(6) 2013. At this time, it was reported that a foreign body had been retained from the surgery on (B)(6) 2012 at (B)(6) medical center. The foreign body is alleged to be a 15mm fiber or thread that remained in the pt's body after removal of the radiopaque 4x8 sponge used during the procedure. The customer stated that the pneumothorax condition was not related to the retained foreign body but that it was noticed during the CT scan in (B)(6) 2013. The customer reports that they removed the foreign body during a procedure (another video assisted thorascopy) that was scheduled due to other clinical conditions of the pt unrelated to the foreign body. It was unknown whether or not a separate procedure would have been scheduled to remove the foreign body.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.